Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The motor device was evaluated and the reported condition that the device was heating up was confirmed. An assessment was performed and it was observed that the device failed temperature assessment and the cable was frayed. It was further observed that the bearing in the flex circuit was worn out. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 7 of 7 of the same event. It was reported that during an unspecified surgical procedure, it was observed that one motor device and six attachment devices heated up while in use together. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.